Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. The physician requested to know a replacement window, so the patient could make arrangements for the replacement procedure. Technical services discussed the device should be replaced as soon as possible, as the non-programmable settings for safety mode were not always well tolerated by patients. No adverse patient effects were reported. The device remains implanted and in service, pending a change out. The device was explanted and replaced the following month. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.